Manufacturer narrative:
The controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Failure analysis of the batteries revealed that the units passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, manufacturer is still investigating loose connectors. This observation is not related to the reported event. Power switching could not be replicated during testing. Power switching events were not observed during a review of the data file. Log file analysis revealed a controller power up and motor start event on (B)(6) 2016 at 17:22:29 and 17:22:35; respectively. The data files do not cover the date the controller power up event occurred; data files downloaded from the controller starts at (B)(6) 2016. A review of the alarm file did not reveal a high priority alarm near the controller power up event. A possible root cause of the controller power event up can be attributed to a disconnection of both power sources from the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - (B)(4). Battery - (B)(4). Battery - (B)(4). Battery - (B)(4). Battery - (B)(4). Battery - (B)(4).

Manufacturer narrative:
Other devices involved in this event: battery/bat202179; cat#: 1650de; exp date: 10/31/2015; mfg. Date: 10/31/2014; (B)(4). Product received: 01/23/2017. Battery/bat206040; cat#: 1650de; exp.date: 04/30/2016; mfg. Date: 04/30/2015; (B)(4). Product received: 01/23/2017. Battery/bat201310; cat#: 1650de; exp date:10/30/2015; mfg. Date: 10/30/2014; (B)(4). Product received: not received. Battery/bat206220; cat#: 1650de; exp date: 04/30/2016; mfg. Date: 04/30/2015; (B)(4). Product received: 01/23/2017. Battery/bat202121; cat#: 1650de; exp date: 10/31/2015; mfg. Date: 10/31/2014; (B)(4). Product received: 01/23/2017. Battery/bat202185; cat#: 1650de; exp date: 10/31/2015; mfg. Date: 10/31/2014; (B)(4). Product received: 01/23/2017. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately." Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller changed from one power port to the other one before batteries are down to 25 percent. Additionally, the patient observed a high priority alarm during exchange from a battery to ac adapter while a battery was connected to the second power port. The alarm did not clear the disconnection and reconnection of both power sources and the hvad started normally. There was no impact to the patient during the event. All devices were replaced.